Manufacturer narrative:
Per order the part being replaced is the sanode which connects the joystick to the tilt actuator. Potential for end user to become stuck in any mode that the chair is in.

Event description:
(B)(4) dealer states defective no further details given.